Event description:
It was reported that the device lasted less than 4 years and premature battery depletion is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5594 lead, implanted: 2007 (B)(6); 6949 lead, implanted: 2007 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed and revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.